Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon informed him that the reload came off inside the body and they could not uninstall the sureform. The technical support engineer (tse) advised him to uninstall with the port. By uninstalling with the port, they were able to uninstall the sureform. After that, they installed the sureform and reload again and restarted the surgery. The customer received a message related to the color of the stapler reload. The tse explained that reload color needed to be selected on the surgeon side console (ssc) touchpad if the same sureform was reseated. The issue was resolved, and the procedure was completed.

Manufacturer narrative:
The stapler reload has not been received for failure analysis evaluation.